Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a perforation occurred in the distal right coronary artery with mild calcification, mild tortuosity and 75% stenosis. The 2.8x19 mm graftmaster covered stent was attempted to be advanced but could not cross due to the anatomy. A 2.8x16 mm graftmaster covered stent was used to achieve hemostasis. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.